Manufacturer narrative:
As reported, the patient underwent placement of an optease filter on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, an embedded filter and failed removal, mal-positioned filter, complicated removal procedure and mild to moderate hyperplasia at the site of the former strut contacts. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty/tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The reported event notes implantation of the filter on or about (B)(6) 2015; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Hyperplasia, an increase in the amount of cell proliferation, is the body¿s response to a stimulus. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Implant date: on or about (B)(6) 2015.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease filter on or about (B)(6) 2015 in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, an embedded filter and failed removal, mal-positioned filter, complicated removal procedure and mild to moderate hyperplasia at the site of the former strut contacts. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease filter. The information received indicated that the device became embedded, was malpositioned, difficult to retrieve and had hyperplasia at the site of the former strut contacts. Of note, procedural notes, imaging or medical documentation related to the retrieval attempts has not been provided. The indication for the device implant was a history of deep vein thrombosis and pulmonary embolism. The patient¿s history is also significant for anxiety and factor v and factor ii deficiencies. The filter was placed via the right common femoral vein, below the position of the renal veins, in good position. The operative note indicated successful placement with no report of complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt and retrieval difficulty could not be confirmed. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.